Manufacturer narrative:
It was reported that there was infection and erosion. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patent presented to the hospital for a follow-up. Upon examination, it was noted that there was infection and erosion due to the implantable cardioverter defibrillator (ICD). The physician explanted the ICD on (B)(6) 2021. The patient condition is unknown.